Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the physician could not get the helix to retract. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty based on a failing helix mechanism due to the helix being deformed (bent). Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the physician could not get the helix to retract. No adverse patient effects were reported.